Event description:
The complainant alleged that during an in-service training session by facility staff, the device was turned on and the screen went blank. A burning odor was smelled, the device was then unplugged and the device started to emit smoke. After removal of the battery, the device was found to have signs of melting. The complainant indicated there was no pt involvement with this reported malfunction.